Event description:
Information was received that this smiths medical cadd ms3 pump on two occasions did not turn off on its own. It was reported that the pump batteries were replaced, and rates changed at 8 pm. Then three hours later the pump current 0.018 ml/hr as drawing up 2 ml. Subsequently, the pump was replaced. No reported adverse effects.